Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing on a laparoscopic sleeve gastrectomy, the end of the stapler was stayed as opened and the stapler did not close the tissue. The serosa tissue of the patient was damaged which resulted in blood loss of more than 500 ml. The surgical time was extended. It was fixed by bleeding stoppers and tissue adhesive materials.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. The clamping mechanism was deformed. The loading unit anvil was bowed. A single protruding staple was noted and partially flushed staple pushers were noted. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was cycled without hesitation or binding. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism and partially flushed staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.". The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.